Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the navigate task of a optical tumor cranial resection procedure, there was an alleged inaccuracy. The site stated that they attributed the inaccuracy to the patient positioning as well as the fact that the surgeon did not confirm accuracy after registration. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: aware date of the event was initially reported on (B)(6) 28, 2018. Later medtronic representative reported the event day was (B)(6) 2018 however informed on (B)(6) 2018 while site visit was made. Additional information: medtronic representative reported amount of inaccuracy was approximately 1 cm. Patient was moved from supine to lateral. Surgeon and or team suspected this position movement may have caused brain shift which suspected the cause of this inaccuracy. Surgeon also reported the tumor was more posterior than expected while navigating. Navigation continued as a point of reference, however relied on actual physical anatomy for accuracy.